Manufacturer narrative:
(B)(4). Date sent: 05/13/2020 d4: batch # t5ew2p additional information received: I don¿t have any additional details to add. We have attempted several times to contact the physician involved and have been unable to do so. I went to his clinic to attempt to get a face to face meeting with him several times the last week of february and in to the first week of march. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2020.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Is the ostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a sigmoid colectomy, the stapler misfired and did not seal. Case completed with colostomy.